Manufacturer narrative:
Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. Test p-cap locked into the reservoir tube successfully. No unexpected insulin flow blocked alarms noted during testing. Pump successfully downloaded to thump. No insulin flow blocked alarms were found in the history files or traces on or near the event date. The pump was cut open and found evidence of moisture damage on pcba 1. The following were noted during visual inspection: pillowing keypad overlay. In summary, insulin flow blocked alarm during unknown timing was not confirmed during testing. Pump passed full drive test. No unexpected insulin flow blocked alarms noted in pump history download. Exposed to moisture confirmed on pcba 1. Unable to confirm high bg. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and customer alleged insulin flow block alarm. The customer reported blood glucose value of 400 mg/dl. The customer reported hyperglycemia, was treated with insulin pump (subcutaneous insulin infusion) and manual injection/insulin pen. The event involved product(s) mmt-1880, mmt-332a, mmt-398a, mmt-7020la. Troubleshooting was performed. Customer was using the insulin pump system within 48 hours of the reported event. Customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. Mmt-1880 was requested for return and customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-398a. No product return is required for mmt-7020la.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.